Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system entire tower had hardware failure. The entire refrigerator connected to the ht3s pyxis station had failed. The pyxis system indicated a hardware failure; however, when the staff pharmacist attempted to recover the drawer, there were no recovery options available. As a result, no medications in the refrigerator were accessible due to the hardware failure. The customer was later able to recover the refrigerator and verify the medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.